Event description:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) lab for a scheduled device replacement due to elective replacement indicators (eri). Upon removal of the device from the pocket site, the physician observed that the header was loose. There were no issues reported while the device was implanted.

Manufacturer narrative:
Boston scientific crm received information that the boston scientific local representative was not present at the procedure and suspects that the device may have been discarded. To date, the device has not been returned to boston scientific's post market quality assurance laboratory for analysis. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.